Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -there was a leakage at the s-cover of the control section. -the insulation resistance value of the desital end and insertion section was out of specification. -the light guide lens and objective lens were chipped. -the adhesive of the bending section rubber was worn. -the universal code was wrinkled. -angulations in all directions were out of specification. -the biopsy channel was over a year old and was replaced prophylactically. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france (ofr). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Instrument channel: enterobacter spp. (9 cfu/100ml) air/water channel: unspecified microbes (<1 cfu/100ml) suction channel: enterobacter spp. (>100 cfu) auxiliary water channel: unspecified microbes (<1 cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.